Manufacturer narrative:
Unable to perform the self test due to cracked/bleeding lcd glass. Unit received with missing segment due to cracked and bleeding lcd glass. Pump was cut open to perform visual inspection and found no moisture damage on the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and missing display window/cover. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Confirmed cracked/bleeding lcd glass and confirmed cracked battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), missing segments/partial display, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880, acc-1601. Troubleshooting was performed and customer reported an issue with the pump display. Customer is not calling back after installing new battery and monitoring pump for 2 hours. Customer reported physical damage to the pump. Pump clip troubleshooting customer reported damage to the belt clip. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for acc-1601.